Event description:
A patient contacted global technical services (gts) regarding assistance with a low drain volume alarm while using the homechoice (hc) during the initial drain. The drain volume was 29ml and the last fill volume was 2000ml. Gts had the patient close and open the transfer set three times, move the clamp and rub the line, pull up and down on the lines and check the lines for fibrin or air. The patient stated there were large gaps of air in the patient line. Gts recommended that the patient start over with new supplies. Gts then walked the patient through ending therapy. No injury or medical intervention was reported.

Event description:
Customer reportedly received result in the 300's (mg/dl) and result of 100 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.